Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unit was received with cracked select button keypad overlay and faded serial number label. The p-cap locks properly into place. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.